Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001526350-2023-01080, 0001526350-2023-01082, 0001526350-2023-01083. Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during surgery the device did not cut properly. It left a racing stripe like patch in the graft. No harm or delay was reported. Due diligence is in process. No adverse events were reported as a result of this malfunction.

Event description:
This MDR is a duplicate of 0001526350-2023-01479. The initial report was created in error and should be voided.

Manufacturer narrative:
This medwatch is being filed to make a correction. It has been determined that this MDR is a duplicate of 0001526350-2023-01479. This initial report was forwarded in error and should be voided.